Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced insulin flow blocked alarm due to infusion set clogged tubes event on (B)(6) 2025. The blockage was in the tube. The blood glucose level was high and the patient was treated with pushing hoses. No further information available.